Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, the jaws of the device would not close down on the tissue and the handle would not fire the reload. The surgeon opened up another reload and the handle worked fine through the rest of the case. No injury.